Manufacturer narrative:
Correction to g.3 aware date in supplemental medwatch #1. The aware date should have been listed as 20/dec/2024.

Event description:
Healthcare professional reported unknown side "negative palpation and radiology. Deterioration, we decided for implant exchange also based on the palpation via ultrasound. During the operation deterioration/rupture was verified. Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported unknown side "negative palpation and radiology. Deterioration, we decided for implant exchange also based on the palpation via ultrasound. During the operation deterioration/rupture was verified. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: a.6, g.2, h.6.

Manufacturer narrative:
Clarification to a2 - dob, only year of 1978 was received. Laboratory analysis summary the device related to the reported events visibility/palpability and rupture was received on february 06, 2025 with lot number 2734574. Based on the product analysis performed, the assessments of the complaints are: ¿ visibility/palpability: unable to observe. ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported unknown side "negative palpation and radiology. Deterioration, we decided for implant exchange also based on the palpation via ultrasound. During the operation deterioration/rupture was verified. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "negative palpation and radiology. Deterioration, we decided for implant exchange also based on the palpation via ultrasound. During the operation deterioration/rupture was verified. Device has been explanted and replaced with non-abbvie device.